Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2011 to report that their orthopat machine was not powering on. No operator or donor injury was reported. Upon evaluation of the device the reported problem was verified. A major blood spill was also found inside of the device. The machine was decontaminated and the power supply had to be replaced. The machine is now ready for use. The product issue identified in this report (fluid spill) was identified by haemonetics during a retrospective review of the company's service records. No patient or user harm or injury was reported or allegedly associated with the identified issue. Actions taken in response to the issue are recorded in the CAPA (B)(4). These actions have been communicated to the FDA and have been assigned the action number 1219343-04/29/2011-001-r. (B)(4).

Event description:
A customer contacted haemonetics on (B)(6) 2011 to report that their orthopat machine was not powering on. No operator or donor injury was reported.